Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Saphenous vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, same device was used to complete the case. Subsequent firings were fine and the incident didn't happen after the first firing. What were the indications for surgery? Harvesting vein for graph. What was found? Need for heart graph. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? Physician assistant.

Event description:
It was reported that the device was used during a coronary artery bypass graph at the saphenous vein harvest. When the clip was being placed the clip cut through the vein. There was a clip present in the jaw when the vein was clipped. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded.